Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that nexiva 22ga 1.00in y had a needle retraction failure. The following information was provided by the initial reporter: this is a report about needle retraction failure. According to the customer's report, the needle was not retracted.